Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. Low battery alarms were found in the pump history and this occurred with 3 separate batteries out of at least 2 separate packs. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: evidence of short battery life is illustrated with a drastic 16 counts voltage drop leading to ¿cs177¿ warning on 11/13/16. Battery compartment is cracked at threads on the side, test battery was able to fit as no battery cap was returned. Moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. The pump powers up to a 2 bar battery indicator instead of 3, reported ¿short battery life¿ is duplicated due moisture corrosion. ¿ez-prime¿ steps were performed correctly, all current reading are within specifications, the pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the pcb.